Event description:
It was reported that high pacing thresholds were observed. Loss of resynchronization was also noted. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.